Event description:
It was reported that an occlusion alarm occurred. Following a system check performed by tandem technical support, customer was able to resume insulin therapy. Customer's blood glucose was 315 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.